Event description:
Info received indicates the head up function is not working on the bed.

Manufacturer narrative:
After replacing the head up and down valves, the accounts maintenance replaced the hydraulic manifold to repair the bed.